Event description:
The surgeon reported that during surgery, with the phaco handpiece in the pt's eye and the nucleus already divided, there was a flash/puff of smoke and bright light. A system message was displayed. The surgery was stopped, the wound was sutured, and the pt was transferred to another hosp for the procedure to be completed. The pt required additional local anesthetic to complete the surgery. The surgery was completed with the wound sutured. A sub-tenons injection of an antibiotic and steroid were injected after surgery. There was another pt waiting, whose eye had already been anesthetized. This pt was returned to the ward. The list of 5 other pts was cancelled.

Manufacturer narrative:
The co svc rep examined the system and could not duplicate the noise and burning smell reported. The power supply was replaced. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.